Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a slightly dislodged teflon pad from the clamp arm. Additionally, further inspection found crack on the blade. No missing piece on the teflon pad or the blade was observed.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace generator prompted to tighten the instrument. After an hour of usage, it was found that the teflon pad was broken. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad had a piece that was broken off and fully separated from the instrument.